Event description:
It was reported that noise oversensing was seen on the ra and rv leads, that looked more like mechanical make break, like a lead fracture. All daily measurements appear to be in range. However, the noise oversensing on the rv lead, resulted in 3 seconds of pacing inhibition. Technical services suggested to bring the patient in for lead testing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).